Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump and the pump shutting down. The customer's blood glucose (bg) level was "high"; however, a specific value was not provided. The customer addressed bg level with a manual injection and continued to use the pump for insulin therapy.